Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002096 number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. At beginning of case when operator was preparing vizigo sheath no issue was noted, it was when the dilator was removed from sheath the valve appeared faulty and blood began to bleed back. A new sheath was used. Issue resolved. No consequence to patient. No delay to the procedure occurred. The physician stated that when he removed the dilator from within the sheath, he could see that there was a small amount of blood leaking back through the valve--the blood loss was minimal and could not be exactly quantified. The device was in use for an ablation. The hub cap did not become detached. No air entered the system. Hemostatic valve separation is MDR-reportable.